Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a motorcycle accident, in a desert. The caller stated that the customer's blood glucose, at the time of death, is unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had type b diabetes. The caller stated that they will not return the insulin pump for analysis because it was broken. The caller requested to stop all correspondence.